Event description:
The patient reportedly experienced retention issues with his device. External equipment was exchanged; however, that did not resolve the problem. The patient was injected with steroids, 15 cc of 40 mg per cc of kenalog, in order to thin the skin flap. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.